Event description:
It was reported that the patient had been hospitalized via ambulance due to hypoglycemia. The patient's blood glucose levels dropped to 20 mg/dl while wearing the pod between on the abdomen. The patient loss consciousness and broke his shoulder. No treatment was provided. The patient was still in the hospital at the time of the call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and an 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.